Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, "incidences in relation to PICC insertions and declared that several upper arm dvts had occurred in the unit with patient who had PICC lines inserted. No further details available at the time- no product details, dates or events."